Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "rupture of the right prosthesis and capsular contracture, baker grade iii". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6 laboratory analysis summary: the device related to the reported events of capsular contracture and rupture was received on august 26, 2025, with lot number 1417633. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as surgical damage. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture of the right prosthesis and capsular contracture, baker grade iii". The device has been explanted.